Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a cotton tipped applicator. The customer reports one cotton tip fell off and remained in the patient during a pap smear procedure. Forceps were used to remove the cotton tip from the patient. Customer reports that the diameter of some of the sticks appear to be thinner and weaker in strength than others.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.